Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope showed a b30 scope communication error during set up prior to clinical use. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d5 - operator of device, d5 - other operator of device, e1 - first name, e1 - last name, e1 - initial reporter establishment name, e1 - address 1, e1 - city, e1 - postal code, e1 - email, e1 - phone number, g2 - report source, h8 - usage of device. Additional fields: h4 - device mfg date, h5 - labeled for single use. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.